Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 4 events were reported for this quarter. Product return status 4 devices were received. Evaluation findings (results/components) 2 devices: no device problem found / part/component/sub-assembly term not applicable 2 devices: packaging compromised / packaging product disposition 4 devices: archived by stryker additional information 4 devices were labeled for single-use. 4 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between (B)(6) 2025. This report summarizes 4 events for the failure: delivered as unsterile product. - 2 events had problem identified during non-clinical procedure; there was no patient involvement. - 2 events had problem identified before clinical use/exposure; there was no patient involvement.